Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after uneventful suture deployment, the knot was advanced to the arteriotomy with the snared knot pusher. When the snared knot pusher was removed from the tissue tract, bleeding continued. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): the customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.